Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and obtryx were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary urgency and frequency. It was reported that the patient concurrently underwent sacrospinous vault suspension, and perineoplasty. No additional information provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat mixed urinary incontinence, sacrospinous vault prolapse, and enterocele. It was reported that the patient had the concurrent procedures of a hysterectomy and bilateral salpingo-oophorectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent excision of posterior vaginal mesh on (B)(6) 2011 and revision of vaginal mesh graft on (B)(6) 2013 due to mesh erosion, pelvic pain, rectal pain, vaginal scarring, bladder infections, dyspareunia and other physical and emotional injuries. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.